Event description:
It was reported the pt has not turned on her scs system for the last 2 years; however, her scs system is giving her stimulation. The stimulation is causing the pt to "flop around on her bed" until someone can turn the stimulation off. A sjm representative advised the pt to consult with the physician regarding the issue. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.